Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side device rupture, "fatigue, joint pain, migraines, hot flushes, heart palpitations" and "constantly swollen, painful right breast and lymph nodes¿. The device remains implanted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Of varied injuries: unable to observe. Pain: unable to observe. Headache: unable to observe. Fatigue: unable to observe. Edema: unable to observe. Arrhythmia: unable to observe. No additional observations were carried out. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: b5, g2, h6.

Event description:
Patient reported right side device rupture and "constantly swollen, painful right breast and lymph nodes¿. Patient also reported the following events, which are all not device-related: ¿fatigue¿, ¿joint pain¿, ¿migraines¿, ¿hot flushes¿, and ¿heart palpitations¿. The has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reports pain, fatigue, migraine, joint pain, palpitations, severe pain in the breasts and swollen lymph nodes , palpable thickening in the cranial implant pole. The device has been explanted and replaced with a non-abbvie device.